Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for fecal incontinence and gastrointestinal/pelvic floor. The consumer reported p ain in the back, legs, and buttocks that was so severe the patient could not sit down. A constant feeling of having to urinate or defecate was also reported but the patient could not go without pain. The change in symptoms were sudden and occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.